Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and bowel dysfunction/sacral nerve stim. It was reported that a week to 2 weeks ago they noticed the ins was starting to fail because the patient was starting to have a lot of accidents that they normally didn't have. The caller mentioned that 6 months ago they got a call from the patient's healthcare provider (hcp) who informed them that the ins would need to be replaced within a year. The caller requested the phone number for the patient's hcp so they could schedule the ins replacement surgery. The agent provided the caller with the requested information. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had the device too low. This was not cause by normal battery depletion. The cause of the ins not working was not determined, and the most likely cause was patient training.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.